Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. The device exhibited an alert due to out-of-range impedances since a year now. Upon review, there threshold values were slightly high when the patient was seen in clinic in 2022. Technical services (ts) recommended to have patient seen in clinic for further evaluation as there was a gradual increase in the impedance value. This rv lead remains in service. No adverse patient effects were reported.